Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited high right ventricular pacing impedance measurements, including out of range measurements. The pacing and sensing functions of the lead were good. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed there may be a loose connection since the patient recently underwent a device replacement procedure. The device and lead will continue to be monitored at this time. Should additional information become available this event will be updated.